Event description:
T2 slid off when surgeon advanced it, surgeon cut the suture and removed the anchor and replaced it with another device. T1 remained unsupported in the pt. No pt injury resulted, and no other info is available at this time.